Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was duplicated. Root cause was a defective air detector found during the investigation. Air detector was replaced.

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming air in line detected".

Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported event. To further investigate, a functional test was performed. The customer reported issue was duplicated at time of investigation. A defective air detector was found and will be replaced. No further actions will be taken. H6) additional information was received indicating that the reported event occurred during testing; there was no patient injury.